Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported the health care professional (hcp) needed help priming post (B)(6) study. The hcp selected ¿drug in pump tube only¿ and filled the catheter volume of 0.246 ml over 15 minutes. The batteries in the programmer had died prior to updating the priming bolus previously. A (B)(6) study was performed on the day of report because the patient had unrelieved leg pain over the past four weeks and never had pain relief from the pump. The pump was more for pain than spasticity. It was noted that no matter how much dye was injected, it was not visible on the CT scan. CT scans and MRI were ordered and showed pooling of the cerebrospinal fluid (csf) in the lumbar space. All the connections looked good. It was later reported that the issue was not resolved and the (B)(6) study results were inconclusive. It was noted that ¿we for csf but did not see the dye¿. The catheter will be replaced. The cause of the event was unknown. The event was not due to programming issue. The pump was delivering lioresal. It was unclear what ¿we for csf but did not see the dye¿ referred to, follow-up is being conducted for clarification. If additional information is received, a follow-up report will be sent. The pump was used to infuse fentanyl and baclofen.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a company representative. It was clarified that ¿we for csf but did not see the dye¿ meant that after csf was easily withdrawn, dye was injected but did not see the dye disperse anywhere. The plan is to change the catheter at a later date.

Event description:
There was suspicion of a possible catheter leak. On the date of this report, the spinal segment of the catheter was revised.